Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. Additionally, a pod error message displayed. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.